Event description:
It was reported that two different left ventricular (lv) lead models were attempted. Both leads had phrenic nerve stimulation and unacceptable thresholds. Neither lead was implanted. Due to patient anatomy a different lv lead model was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. There was blood/body fluid outer tubing overlay and in/on lobe mechanism. Full lead returned and analyzed. (B)(4) no anomalies found. All conductors blood/body fluid (not obstructed). Full lead returned and analyzed.